Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a nurse from (B)(6) of peritonitis in a (B)(6) female patient coincident with extraneal viaflex, dianeal pd4 freeline solo 1.5 and dianeal pd4 freeline solo 2.5 therapies. On an unreported date, the patient began extraneal viaflex 2500ml, dianeal pd4 freeline solo 1.5, 1500ml and dianeal pd4 freeline solo 2.5 1500ml (frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). At the time of this report, the action taken with extraneal and dianeal therapies was discontinued on an unreported date. On an unreported date, the patient experienced peritonitis. The cause of the peritonitis was unknown as well as whether the patient began remedial treatment. On an unreported date, the patient stopped pd therapy and began hemodialysis (hd). Patient outcome was unknown. A causality assessment was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. A batch review was not conducted as the lot number was unknown. The root cause for the report of peritonitis-no malfunction or use error was undetermined. There was no malfunction or use error identified.